Event description:
The customer reported to olympus that the device was not displaying an image. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The device was returned to olympus for evaluation where service did not confirm the customer's complaint. The error could not be reproduced after it was checked with various analog endoscopes. It is suspected to be a problem with the input boards.the investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g2. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported that the defect of the device occurred / was detected before an intervention on 03.02.2022